Manufacturer narrative:
Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), the presence of pump thrombosis was confirmed. A direct correlation between heartmate ii lvas, serial number (B)(6), and the report of aortic insufficiency could not conclusively be established through this evaluation. The pump was returned assembled with the driveline cut approximately 10.75¿ from the pump housing, and the distal portion of the driveline was not returned. The sealed inflow conduit and apical sewing ring were not returned. The outflow elbow was returned attached to the pump outlet port. The sealed outflow graft, sealed outflow graft bend relief (obgr), and sealed ogbr collar were not returned. Examination of the pump upon disassembly revealed a red/white, tissue-like deposition in the proximal side of the outlet stator, partially surrounding the outlet bearing ball. This deposition's lack of laminated layering suggests that it did not initially form in the outlet stator. Although the origin of the deposition could not be conclusively determined through this investigation, areas of denaturation suggest that the deposition was present for an unknown duration of time while vad-19105 was supporting the patient. Examination of the remaining blood-contacting surfaces revealed no evidence of any additional denatured depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in section 1 and section 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a heartmate ii to heartmate ii exchange on (B)(6) 2020 due to suspected thrombosis. The patient was admitted on (B)(6) 2020 with elevated pump power, elevated flow, and decreased pulsatility index (pi). The patient had multiple complex medical issues requiring multiple anticoagulation holds. The patient underwent testing for lactate dehydrogenase (ldh) and plasma free hemoglobin levels and had a urine analysis. The account was unable to determine symptoms caused by the suspected thrombosis due to the patient's significant aortic insufficiency. It was unclear what was related to the patient's aortic insufficiency and what was related to thrombus. The patient was still critically ill in the intensive care unit (ICU) as of (B)(6) 2020. The pump will be returned in the future.